Event description:
Three pt samples with discrepant sodium results. Initial results reported, pts not adversely affected. Pt 2, initial result 122 mmol/l, repeat 128 mmol/l. The field service rep was unable to determine root cause. Performance tests were performed and found to be within specifications.

Event description:
Three pt samples with discrepant sodium results. Initial results reported, pts not adversely affected. In 2008, pt 3, initial result 115 mmol/l, repeat 117 mmol/l and 122 mmol/l same analyzer; repeat 123 mmol/l using different methodology. The field service rep was unable to determine root cause. Performance tests were performed and found to be within specifications.

Event description:
Three pt samples with discrepant sodium results. Initial results reported, pts not adversely affected. In 2008, pt 1, initial result 123 mmol/l, repeat 129 mmol/l. The field service rep was unable to determine root cause. Performance tests were performed and found to be within specifications.